Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm, resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cardiovascular intervention event description: the event date is unknown. A materialovigilance procedure is being drafted by our client: the a1602 device has been experiencing technical problems for several months in the "cardiovascular and thoracic" operating room directed by [surgeon name redacted]. The customer will send us his file soon with a maximum of elements. The problem encountered is the slowness of the clip to close. This type of dysfunction has been encountered during several interventions, by several surgeons, according to the nurses. A surgeon [2nd surgeon name redacted] has also contacted the pharmacy to complain about the reference a1602 because he finds the clamping insufficient. I asked to have the lot numbers of the a1602 currently used in the or. The device used is available at the pharmacy for return: it is the one that will be linked to the event form (waiting to be received). Original customer message received from applied medical representative via email on 20feb2023: translation: I am writing to inform you of an adverse event that occurred during the use of the stealth surgical clip, reference a1602, which is the subject of a material safety report. Indeed, the clip was particularly slow to close. This dysfunction has already been noticed on several occasions and with different users. Insufficient clamping is also reported with the use of this clip. This problem seems to have been occurring for 2 to 3 months and happens several times a week. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: cardiovascular intervention. Event description: the event date is unknown. A material ovigilance procedure is being drafted by our client: the a1602 device has been experiencing technical problems for several months in the "cardiovascular and thoracic" operating room directed by [surgeon name redacted]. The customer will send us his file soon with a maximum of elements. The problem encountered is the slowness of the clip to close. This type of dysfunction has been encountered during several interventions, by several surgeons, according to the nurses. A surgeon [2nd surgeon name redacted] has also contacted the pharmacy to complain about the reference a1602 because he finds the clamping insufficient. I asked to have the lot numbers of the a1602 currently used in the or. The device used is available at the pharmacy for return: it is the one that will be linked to the event form (waiting to be received). Original customer message received from applied medical representative via email on (B)(6) 2023: je me permets de vous contacter pour vous informer d'un évènement indésirable survenu lors de l'utilisation du clip chirurgical stealth de référence a1602 de chez et faisant l'objet d'une matériovigilance. En effet, le clip a présenté une lenteur particulière à se refermer. Ce dysfonctionnement a déjà été constaté à plusieurs reprises et avec des utilisateurs différents. Un clampage insuffisant est également signalé avec l'utilisation de ce clip. Ce problème semble survenir depuis 2 à 3 mois et se produit plusieurs fois par semaine. Ai translation: I am writing to inform you of an adverse event that occurred during the use of the stealth surgical clip, reference a1602, which is the subject of a material safety report. Indeed, the clip was particularly slow to close. This dysfunction has already been noticed on several occasions and with different users. Insufficient clamping is also reported with the use of this clip. This problem seems to have been occurring for 2 to 3 months and happens several times a week. Patient status: no patient injury has been reported.